Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap cancer of stomach radical procedure, the surgeon used a device to do the transection. After firing the device, the staples could not form, the anastomotic stoma was bleeding. Then the surgeon used another device to complete the procedure. The patient needs a blood transfusion 400cc. Patient was hospitalized. Surgery was prolonged sixty minutes. One device was discarded.